Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the fill estimate went from 100 units to 114 units. Reportedly, the customer loaded the cartridge with 500 units. Tandem technical support advised the customer to not overfill the cartridge as it will lead to an inaccurate fill estimate. Customer reported blood glucose level was 174 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.